Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154awg implantable cardioverter defibrillator,  implanted: (B)(6) 2009; product ID 6945-65, implantable tachy lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that there was oversensing exhibited on both the right ventricular (rv) lead and the right atrial (ra) lead. Chronic low impedances was also noted for the rv lead. The rv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.